Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that a leak from the forceps channel may have prevented proper reprocessing and removal of the foreign object. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had no image. The reported issue was found during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that white contamination was found in the air/water channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that a mark/ interference was evident on the image. Upon further inspection, it was observed that white crystalized contamination identified as a simethicone type of product was evident in the air/water channels. It was emphasized that nothing other than sterilized water should be used for the auxiliary water feeding. No additives should be put into the sterile water. This finding was due to user handling. It was also observed that there was excessive fluid ingress at the scope connector. It was observed that the biopsy channel had a leak. It was also observed that the angulation in the down, left and right positions did not meet specifications. Additionally, the play angulation in all directions did not meet specifications. Lastly, it was observed that the scope did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.